Manufacturer narrative:
(B)(4). D10 - medical product: femur cemented cruciate retaining (cr) catalog # 42502006402 lot # 65594459. Articular surface medial congruent (mc) catalog # 42522100810 lot # 65634264. All-poly patella catalog # 42540200035 lot # 65777311. Headless trocar drill pin catalog # 00590102000 lot # 65701807. 2.5 mm female hex screw catalog # 42509902525 lot # 65726727. H3: customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure ten months post implantation due to metal allergy. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided. It is now verified that the tibial component as the product does not contain nickel.

Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided. It is now verified that the tibial component as the product does not contain nickel.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
No further event information available at the time of this report.